Event description:
During routine follow-up visit md noted on x-ray the l2 screw had no cap on it. The cap was lying medical to the screw. The pt is healing and has no symptoms. Md will leave fixation in place.